Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to the display with auditory and vibratory features. All the keypad buttons were unresponsive. Removal of keypad cover found the ¿up¿, ¿down¿ and ¿ok¿ button contacts were inverted and evidence of moisture contamination was found on the button contacts. In addition, the keypad cover was torn and missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that there were damages to the button contacts and moisture intrusion was evident on the button contacts. This report is made based on results of investigation completed on 08/22/2014.